Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital will not release the device.

Event description:
During preparation for a thrombectomy procedure, the scrub technologist noticed that an indigo system cat5 aspiration catheter (cat5) had a severe kink at the mid shaft. The cat5 was kinked/broken through the outer polymer and the coil wind was the only thing holding the catheter together. The damaged cat5 was found prior to use. Therefore, the cat5 did not come into contact with the patient and was not used in the procedure. The procedure was completed using a new indigo system aspiration catheter 6 (cat6).